Event description:
It was reported to philips that the device was not turning on. The ac indicator light was not lit and the customer tried to unplug the device from the power strip and plug it into the wall but the problem persisted. There was no reported patient involvement/adverse patient impact.